Event description:
Noise problem. It was reported that a patient presented with signal artifact noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.